Manufacturer narrative:
No product will be returned per customer. The product was discarded and not returned for failure investigation. Although requested, no patient information provided.

Event description:
It was reported that tubing ballooned at the silicone segment. The events occurred while administering a saline flush. There was no patient harm. The event did not cause a delay that significantly impacted the patient outcome, no require medical or surgical intervention as a result. Although requested, no patient information was provided.

Manufacturer narrative:
The customer complaint of balloon in the silicone segment was confirmed per customer-provided photo that shows a balloon/bulge in the silicone segment tubing near the upper fitment . The ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing ballooned at the silicone segment. The events occurred while administering a saline flush. There was no patient harm. The event did not cause a delay that significantly impacted the patient outcome, nor require medical or surgical intervention as a result. Although requested, no patient information was provided.